Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose level was 22.3 mmol/l. Current blood glucose value and at the time of incident was 21.3 mmol/l. Customer was using insulin pump within 48 hours of high blood glucose event. Customer declined troubleshooting. Customer was using insulin pump on auto mode. The insulin pump will not be returned for analysis.